Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during implantation in a tka surgery, one (1) jrny ii cr lkg fem imp bumper rt broke. The procedure was resumed, without any delay, using a s+n backup device. No injury was reported as result of this issue.

Manufacturer narrative:
B5 additional information received by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that the device broke after surgery. The reassessment determined that the issue does not meet the threshold for reporting and therefore, it is a non-reportable event. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, after a tka surgery, it was noticed that one (1) jrny ii cr lkg fem imp bumper rt broke. Since the incident occurred after the procedure, the patient was no longer involved.